Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photo were provided and reviewed. Both photos shows that the hcp holding the ultrascore 035 device in that the core wire is noted to be broken. No other anomalies noted. One image was provided and reviewed. Image shows that there is a sheath over the aortic bifurcation with a wire into the left femoral system. The sheath tip ends in the common iliac artery. The balloon is dilated in the external iliac artery and extends into the common femoral artery. Based on the photo review, the investigation is confirmed for the reported break as the core wire noted to be broken. However, the investigation for the reported sheath removing difficulty is inconclusive as no objective evidence was provided for review. A definitive root cause for the reported sheath removal difficulty and break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultrascore 014 balloon catheter. It was reported that during the procedure, the dual-wire balloon was inflated in the body, it was retrieved, and the wire connection was fractured. Furthermore, there was difficult in retracting the device. The procedure was completed by using another balloon. There was no reported patient injury.